Event description:
It was reported that hemolysis occurred after use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "tubes are having issues with hemolysis. The hemolysis issue is from the op department with experienced and new staff. They use the bd eclipse with holder (368651 and 368650), send the tubes through the pneumatic tube system that does not contain padding. The tubes are stored within the proper temperature range. The tubes are spun at 4500 rpm for 5 minutes. The customer stated that they had done studies to validate this speed and time. I reviewed the troubleshooting hemolysis issues, including tourniquet issues. I recommended the use of padding in the pneumatic tube system. I sent her the troubleshooting hemolysis issues and the tech talk on processing the sst tube."

Manufacturer narrative:
Investigation: bd acknowledges the customer's experience regarding the indicated failure mode for hemolysis with the incident lot. A review of the manufacturing records was completed for the incident lot and no issues were identified. Technical services has provided and provided guidance to pad the pneumatic tube system to prevent mechanical trauma of cells. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hemolysis occurred after use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "tubes are having issues with hemolysis. The hemolysis issue is from the op department with experienced and new staff. They use the bd eclipse with holder (368651 and 368650), send the tubes through the pneumatic tube system that does not contain padding. The tubes are stored within the proper temperature range. The tubes are spun at 4500 rpm for 5 minutes. The customer stated that they had done studies to validate this speed and time. I reviewed the troubleshooting hemolysis issues, including tourniquet issues. I recommended the use of padding in the pneumatic tube system. I sent her the troubleshooting hemolysis issues and the tech talk on processing the sst tube."